Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector will not stay latched and bent pins or damaged e-belt connector) has been confirmed. Upon investigation, the belt was unable to complete incoming functional testing. The root cause for the failure was a bent pin in the trunk cable connector. The root cause for the bent pin could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt had bent pins.